Event description:
The health care worker was unable to remove the stylet resulting in the catheter line bunching. The unit was flushed in an attempt to remove the stylet without success. The unit was removed and a second attempt made with the same results.